Manufacturer narrative:
During preventive maintenance on 01 april 2020, the autopulse platform (sn (B)(4)) failed during functional testing due to user advisory (ua) 16 (timeout moving to take-up position), ua 17 (max motor on time exceeded) and ua 02(compression tracking error) error messages. The error messages were due to a defective drive train motor due to wear and tear due to age of the platform. The autopulse platform is a reusable device and was manufactured on 30 september 2013 and has exceeded its service life of 5 years old. During visual inspection, no issues were observed. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During preventive maintenance on 01 april 2020, the autopulse platform (sn (B)(4)) failed during functional testing due to user advisory (ua) 16 (timeout moving to take-up position), ua 17 (max motor on time exceeded) and ua 02(compression tracking error) error messages.